Manufacturer narrative:
(B)(4). The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device unexpectedly power cycled three times during a transport. There was no reported adverse pt impact.